Event description:
It was reported that this pacemaker is suspected to be depleting prematurely. The device battery decreased from 2.5 years to 3 months in a 7-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker is suspected to be depleting prematurely. The device battery decreased from 2.5 years to 3 months in a 7-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
The returned pacemaker was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is suspected to be depleting prematurely. The device battery decreased from 2.5 years to 3 months in a 7-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Device remains in service. No additional adverse patient effects were reported.